Event description:
It was reported that a spectrum pump had flow error during the preventive maintenance. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification and the customer reported issue 'flow error' could not be reproduced during evaluation. The reported condition was not verified. The device passed the flow accuracy test. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.